Event description:
Boston scientific received information that at the last follow-up, elective replacement indicator (eri) was not noted. Following appropriate shock therapy, the device had declared end of life (eol). The charge time was 36.6 seconds. The charge time during the automatic capacitor reformation was 31.6 seconds. Four manual reformations were performed and the charge time was approximately 42 seconds. As a result, the device was explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.